Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/07/2019 . The returned component was installed into a test ventilator for analysis by philips and the ventilator generated a "watchdog test failed" error code. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage on the (u1) component on the oxygen flow sensor printed circuit board.

Event description:
It was reported that a ventilator gas delivery system assembly was returned for analysis and it was found that the flow sensor printed circuit board was cracked in half. There was no patient involvement.